Manufacturer narrative:
(H3) as reported, approximately four years post ltka, patient visited the surgeon for a reason not reported. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design, manufacturing, or patient related issues. The cause of the pain and subsequent revision cannot be conclusively determined; however, it is most likely is related to the patient¿s underlying condition.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt

Event description:
As reported, approximately four years post ltka, patient visited the surgeon for a reason not reported.